Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer noticed that the foley statlock packages did not contain 2 skin prep pads. It was stated that these devices were not staying on well since they only received one pad. The patient indicated that more recent products have been especially bad about sticking and came off in only a couple of hours of wear. The affected lots were (jufs1996, juew3293, jufq0574).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer noticed that the foley statlock packages did not contain 2 skin prep pads. It was stated that these devices were not staying on well since they only received one pad. The patient indicated that more recent products have been especially bad about sticking and came off in only a couple of hours of wear. The affected lots were (jufs1996, juew3293, jufq0574).